Event description:
It was reported that a patient underwent a mohs surgery on (B)(6) 2012 and suture was used by the plastic surgeon for closure. The patient developed a localized skin reaction around the suture line. The reaction did not seem to affect the closure of the wound. The surgeon opines that it may be the patient¿s skin condition and not the suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.